Event description:
Complainant reported an incident of underdelivery involving a companion clearstar pump. Pt's pump was set to infuse 650 ml of nutrini fibre at a rate of 80 ml/hr beginning at 9:00 pm. At 4:00 am, it was found that none of the feeding had been delivered and the pump had not alarmed. The rate was increased to 100 ml/hr. In the morning, it was found that over half of feed (greater than 325 ml) remained. The following night, the pt was to receive the same amount of feeding, but the rate was increased to 100 ml/hr. Approx 200 ml remained in the morning. No alarm messages were reported. Pump was switched off then on and there was a long alarm. It was reported that the pump appeared to be working but not delivering feed. There were no reported injuries or medical interventions. Pt is not under 24 months and does not have any condition associated with potential for hypoglycemia. It is unk if the pump will be returned to the service ctr for evaluation.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the foreign source. In this case, the reporter did nto provide the required information.